Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6.6 cm thoracic aortic aneurysm. The left common femoral artery was 7 mm in diameter with reasonable tortuosity and calcification. The aortic arch had an angulation of 45 degrees. The neck was 28 mm in diameter and it was 24 mm long. Two talent thoracic devices were inserted and deployed without complication and the physician elected to implant a third device for support. It was reported that the first 2 devices may have wore out the artery. As the third device was being inserted, it stuck to the artery wall and could not further advance. The physician decided to remove the delivery system and end the procedure and as the delivery system was being removed, a small piece of intima came out with it; however, there was no bleeding or intimal damage noted. The pt was closed without further intervention. No add'l clinical sequelae were reported and the pt is fine. The delivery system was discarded after the procedure.

Manufacturer narrative:
(B)(4): evaluation results: (arterial trauma/dissection/perforation). (Small femoral artery that wore out during the procedure). Conclusions: (small femoral artery that wore out during the procedure).